Manufacturer narrative:
Product ID: 8591-38, lot# d09397, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient had pain and discomfort at the pump site. It was noted that it had happened since implant. It was reported that the patient wanted to know if they should have their pump explanted or have saline refilled. It was noted that the pump was uncomfortable and it was causing pain. It was reported that this started since implant. It was noted that the pump caused pain down the nerve in the patient¿s left hip and leg. It was reported that the patient could not stand to sleep on the pump. It was noted that the pump ¿pushes up and moves into her waist¿. It was reported that the patient felt a knot at the catheter site when the patient¿s muscles ¿tight up due to her fibromyalgia¿. It was noted that the knot is a small marble size where the catheter goes into the bone. It was reported that sometimes the knot hurts. It was reported that the patient had bronchitis and this had started the prior week. It was noted that the patient was taking oral antibiotics for the bronchitis. It was reported that the patient was taking oral aleve and aspirin for pain and it caused the patient¿s stomach to bleed. It was reported that the patient was given oral pain medication strong enough to help with the patient¿s pain. It was noted that the patient was considering having the pump removed. It was reported that the patient was told by a nurse that spinal fluid could go back into the patient¿s pump if the pump ran dry. It was noted that the pump was used to infuse saline at the time of report.

Event description:
Additional information reported, the patient was last seen by the physician in (B)(6). The patient had not returned for scheduled follow up appointments. The patient was scheduled to have the pump removed in (B)(6) by a surgeon, but did not have it removed. The pain specialist who inserted the pump discharged the patient from their service. When the physician saw the patient as a new patient she had not used the pump for two years.